Event description:
The device was returned with no information. Analysis was performed.

Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: extension. Product ID: 7482a51, serial# (B)(6), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: extension. (B)(4). Analysis of the stim ins ((B)(4)) found no significant anomaly. It was noted that it was not in new condition. Analysis of the stim extension ((B)(4)) found a breached depression of the outer insulation. It was noted that there was a breached depression on the #5 conductor. Analysis of the stim extension ((B)(4)) found no significant anomaly. It was noted that the product was cut through and segmented.